Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the touchscreen was not working. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the touchscreen was not working. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the authorized service provider (asp) engineer. It is unknown if the reported issue was confirmed, and the outcome of the reported issue could not be determined. No further information could be obtained.